Event description:
The surgeon was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant and discovered that the fixture mount would not release from the implant from the implant. During the same surgery, the surgeon then remove the implant from the pt's mouth, and was able to place another fixture into the site. Pt injury has not been reported.